Manufacturer narrative:
Service was not dispatched. The customer discovered the tubing from the differential mix chamber through pinch valve vl52 to the flow cell had come off. The field service engineer (fse) guided the customer in reattaching the tubing and resolved the fluid leak issue. The instrument was returned to operation. (B)(4).

Event description:
The affiliate reported the customer alleged approximately ten milliliters of diluent leaked in front of the instrument and on the counter involving the coulter lh 750 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patience consequence associated with this event. The facility has an exposure control plan in place for biohazard material.